Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose levels. The insulin pump shut down because his blood glucose level was below 40 mg/dl. The customer was given a glucagon shot. Customer was hospitalized on (B)(6) 2017 due to a high blood glucose level of over 700 mg/dl. The customer treated his blood glucose level with a bolus. He had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The customer was on insulin drip. The device was not returned.